Event description:
The customer reported that the cuff failed to stay inflated and that this occurred the day after the tube was inserted. The patient was re-intubated, and there was no report of any patient harm nor adverse clinical effect. The customer reported that the sample will be returned for evaluation.